Event description:
It was reported while the stimulation is turned on the patient experienced a surging or fading sensation. The patient experienced a shocking or jolting sensation. The patient's spouse pushed on the neurostimulator quite hard while trying to increase the amplitude. Movement caused stimulation changes. An x-ray of the neurostimulator and extension area was recommended. Impedance measurements were inconclusive. Question marks appeared in the results. Accurate results could not be obtained at the programmed parameters. The patient is scheduled for replacement 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.